Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial #(B)(4)) had no power was confirmed during functional testing and event log review. The investigation findings revealed no direct voltage (dv) output from the power supply. Therefore, the root cause of the reported complaint was due to defective power supply, likely due to wear and tear. The thermogard xp ivtm system was manufactured in september 2011 and is nearly 9 years old, past beyond its expected serviceable life of 5 years. To remedy the power issue, the defective power supply needs to be replaced. During visual inspection, a prime cover was missing, casters were loose, bumpers were cracked, white rollers were worn out, drip tray gasket and cold well cap gasket were yellow and torn off were observed. These types of physical damages and discrepancies on the console likely attributed to wear and tear and/or mishandling. The event log was reviewed and noted the occurrence of the m ID:14 (bg power supply) error code. M ID:14 (bg power supply) is an indication of power issue likely due to the defective power supply found during evaluation of the device, thus confirming the reported complaint. During functional testing, the thermogard xp ivtm system had no power, thus confirming the reported complaint. Awaiting customer's approval for the service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During annual preventive maintenance (pm), the thermogard ivtm system (serial #(B)(4)) had no power. No patient involvement.